Event description:
Upon initiation of treatment a blood leak alarm was noted. Blood was noted in the dialysate. Patient displayed no signs of distress. Treatment was reinitiated with a new dialyzer. No further incident. Approximate blood loss 350cc. Sample is available for evaluation.